Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative was enroute to check a device with a suspected right atrial (ra) lead dislodgement. The ra pacing thresholds have been increasing and ra sensing has been trending down. Technical services commented that during pacing threshold and sensing testing, the local representative should check to determine which cardiac chamber was being paced and sensed. As a result of ra lead dislodgement, the ra lead may have fallen into the right ventricle. Additionally, the local representative should see if a chest x-ray was obtained. Despite multiple attempts, no additional information was obtained from the local representative.